Event description:
(B)(4). (B)(6). Since then, I have had ongoing symptoms of: abnormal periods,vaginally discharge, cramping, pelvic pain, menorrhagia, loss of sex drive, dysmenorrhea, painful intercourse, sex dysfunction, been diagnosed with myasthenia gravis, lupus, loss of concentration.